Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "does not function", "red cap broke off", and "will not attach to motor". It is known that the device was not being used during surgery. It is unk if any pt or user injury or medical intervention occurred. There was no additional info provided.